Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
It was reported that the pt's device quit working after eighteen months. The pt underwent a replacement surgery, and the lead position was moved from the left side to the right. During the surgery, the pt woke up screaming in "horrific" back pain. The neurologist told the pt that the nerve was probably hit and damaged during the surgery. No further info was reported.